Event description:
The access tip is damaged. Therefore it can not be insert into the valve. Was it the access tip that was cracked? Yes; was the issue identified before use and the product discarded or did they identify during use? Unknown; where is the catheter located? Abdomen or chest? Chest; is there a photo or sample available showing the reported issue? Yes, a sample is available; what was the impact to the patient? No impact.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one physical sample was returned to our quality team for investigation. Through visual inspection, it was observed that there is a crack in the surface of the access tip therefore, the reported failure mode was confirmed. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
The access tip is damaged. Therefore it can not be insert into the valve. Was it the access tip that was cracked? Yes. Was the issue identified before use and the product discarded or did they identify during use? Unknown. Where is the catheter located? Abdomen or chest? Chest. Is there a photo or sample available showing the reported issue? Yes, a sample is available. What was the impact to the patient? No impact.